Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: >7.5, lab: 1.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: >7.5, lab: 1.8, mean: na, confidence limits: cannot be determined. Per internal procedure, the mean of the intratio meter and comparative system inr were calculated. The confidence limits for inr testing cannot be determined. Per text "investigation revealed that venous sample from tube was used with the inratio meter." Caller didn't follow use manual. Product misused. No further testing required.